Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event(s) is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for ¿complaints reported against this serial number¿ cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event(s) is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had endophthalmitis. Additional information has been requested, received and stated post lens implantation patient complained of blurry vision, duration constant, timing gradual onset and progressive. Noted infection and diagnosis was endophthalmitis. No cultures were performed. Conjunctival inflammation was less than 1+, 3+ aqueous cell, aqueous fibrin was present. No hypopyon. Post op onset was less than 14 days. The surgeon was unsure if any company product caused or contributed to the event. Intravitreal antibiotics injected (vancomycin, ceftazidime). It was stated that at follow up, the affected eye significantly improved, and the infection was reacting well to antibiotic injection.